Event description:
I ordered a set of 8 ihealth rapid covid antigen tests from rapidtestandtrace.com. Out of the 8 tests, 2 had no control line, 2 had only a very faint control, 2 had a control line, and I didn't use the last 2. I wrote to ihealth to report the problem and they asked me for a photo of the inside of the test cartridge. I sent a photo and they told me I had received counterfeit tests. I then wrote to rapidtestandtrace.com to report the problem. They told me that the tests were not counterfeit, but we're from ihealth china rather than ihealth USA. I am attaching photos of the inside of the cartridge from an unused test, the tests with faint or missing control lines, and the boxes that some of the tests came in. Covid test.